Event description:
It was reported that t:slim x2 pump battery would not charge and that pump only recognized charging connection when cable was held in place or pump was positioned a certain way, even though power alert did not appear and charging port did not look damaged. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.